Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that there was a leak in the hose of the device. The device was being used during surgery. There was no user or pt injury. It is unk if delay or medical intervention occurred. There was no add'l info provided.